Event description:
It was reported that the patients right ventricular (rv) lead triggered a lead integrity alert (lia) due to multiple high rate non-sustained episodes and oversensing/double counting r-waves. Follow-up with the field representative revealed no programing changes have been completed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.